Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 250cc and suffered from a deflation on the left side plus bilateral capsular contracture unknown grade. As a result, the patient underwent bilateral implant replacements as follow: l/cat#: 3502501bc, sn#: (B)(4), r/ cat#: 3502751bc, sn#: (B)(4), and bilateral capsulotomy on (B)(6) 2021. This report relates to the right prosthesis.